Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on the right ventricular lead during an advisory device change out procedure. The electrical function of the lead was tested and observed to be normal. The lead remains implanted. The procedure was completed without any adverse consequences to the patient. The patient was stable post procedure, and will continue to be monitored with regular follow-ups.